Event description:
A malfunction was reported, indicated by a specific malfunction code that recurred even after an attempted reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed a replacement would be sent. The customer planned to use multiple daily injections as a backup therapy and was instructed on how to prepare the faulty pump for return.